Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting low flow (0lpm, -7.3psi, 0%) on an arctic sun device. Therapy started yesterday and flow was good, but about an hour ago the flow dropped to 0 lpm. Nurse was unable to go into room. Had nurse stop therapy, disconnect and reconnect pad using proper technique and resume therapy. Flow rate was 0.6lpm, inlet pressure was -6.5psi, 24 percentage. Pump hours were 189.7 and system hours were 220.1. After a few minutes flow dropped back to 0 lpm. It was suggested replacing the device. If flow remained 0 on new device, replace pads. It was described how to adjust the duration on new device to match current device. Called nurse back a few hours later. Flow was good on new device. Original device tagged for biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that there was low flow being shown due to a faulty pressure transducer. The pressure transducer was replaced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, h. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow (0lpm, -7.3psi, 0%) on an arctic sun device. Therapy started yesterday and flow was good, but about an hour ago the flow dropped to 0 lpm. Nurse was unable to go into room. Had nurse stop therapy, disconnect and reconnect pad using proper technique and resume therapy. Flow rate was 0.6lpm, inlet pressure was -6.5psi, 24 percentage. Pump hours were 189.7 and system hours were 220.1. After a few minutes flow dropped back to 0 lpm. It was suggested replacing the device. If flow remained 0 on new device, replace pads. It was described how to adjust the duration on new device to match current device. Called nurse back a few hours later. Flow was good on new device. Original device tagged for biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that there was low flow being shown due to a faulty pressure transducer. The pressure transducer was replaced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they were getting low flow (0lpm, -7.3psi, 0%) on an arctic sun device. Therapy started yesterday and flow was good, but about an hour ago the flow dropped to 0 lpm. Nurse was unable to go into room. Had nurse stop therapy, disconnect and reconnect pad using proper technique and resume therapy. Flow rate was 0.6lpm, inlet pressure was -6.5psi, 24 percentage. Pump hours were 189.7 and system hours were 220.1. After a few minutes flow dropped back to 0 lpm. It was suggested replacing the device. If flow remained 0 on new device, replace pads. It was described how to adjust the duration on new device to match current device. Called nurse back a few hours later. Flow was good on new device. Original device tagged for biomed.